Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2014. During removal impaction of the cup, the threaded tip fractured off in the acetabular cup. The fractured pieces were removed from the cup and the procedure completed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Examination of returned device found no evidence of product non-conformance. Visual examination of the instrument confirmed that the threaded tip is fractured. No dimensional evaluation was completed due to the condition of the handle. The handles were designed to seat against the bottom of the cylinder at the bottom of the threads. If the handle is not tightened down completely against this feature, damage to the threads of the handle is possible.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.